Event description:
Claimant alleges that she was operating jet 3 ultra when the rubber piece came off of the joystick without warning. As a result, claimant alleges she was unable to control and ran into a wooden ramp.

Event description:
Claimant alleges that she was operating jet 3 ultra when the rubber piece came off of the joystick without warning. As a result, claimant alleges she was unable to control and ran into a wooden ramp.

Manufacturer narrative:
The device was returned and evaluated. Pride could not associate claim with any defect.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.